Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping and that there were no abnormalities in manufacturing, special adoption, and variations. Device was delivered to the customer on apr 14, 2015. There is no repair history for this device. This phenomenon of scope detection not working may have occurred because the connection was temporarily inaccurate due to dust or water droplets adhering to the electrical contact with the scope. The instructions for use (instruction manual) includes the following statements which can prevent this issue from happening: important information ¿ please read before use do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the scope detection function was not functioning when using olympus, series 180 scopes in combination with the olympus, model cv-190 evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.